Manufacturer narrative:
Pt's age: 18 years or older. A visual and microscopic examination identified distal stent damage. The strut on row 2 from the distal edge was raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The target lesion was located in the tortuous and severely calcified circumflex artery. The 2.25x12mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be stable. However, product analysis revealed stent damage.